Manufacturer narrative:
Eval is in progress but not yet concluded. Per the subsidiary site, the clinical engineer checked hose connections on the epgs and did not hear any gas leaks. The clinical engineer stated they used a vaporizer on the gas line and a mechanical gas flowmeter on the system.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary service ctr, the density did not decline below 80% on the electronic pt gas system (epgs) even when the fraction of inspired oxygen (fio2) was set to below 80% by gas blender. This issue was also observed by setting the fio2 with gas slide bar on central control monitor (ccm) and the fio2 knob. This condition caused "calibrate o2 analyzer" message on ccm. There was no pt involvement.